Event description:
This case was reported via (B)(6) (reference number: (B)(4)) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of rash pruritic ("itching with plaque on the back"), the first episode of pain in extremity ("currently still on disability leave since (B)(6) 2016 due to pain in arm, MRI, no cause identified"), musculoskeletal pain ("currently still on disability leave since (B)(6) 2016 due to pain in shoulder, nocturnal pain between shoulder blades, MRI, no cause identified"), spinal pain ("currently still on disability leave since (B)(6) 2016 due to pain in cervical spine, MRI, no cause identified"), uterine polyp ("resection of polyp, uterine reconstruction mesh") and tooth fracture ("a tooth that cracked at the root and had to be extracted, with intervention on a devitalised tooth with crown because of infection of sinuses") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pulpectomy and dental prosthesis user. In 2008, the patient started essure. In 2008, the patient experienced rash pruritic (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), menorrhagia ("abundant bleeding: haemorrhagic periods"), endometriosis ("endometriosis"), tooth disorder ("tooth devitalised and crown for 10 years (before essure), had to be replaced"), toothache ("tooth pain, with no subsequent occurrences"), tendonitis ("tendonitis"), the second episode of pain in extremity ("regular pain in legs in seated or reclining position"), breast cyst ("breast cyst with aspiration"), visual acuity reduced ("vision that is declining"), headache ("headaches"), sinusitis ("infection of sinuses") and emotional disorder ("advised to go to a rehabilitation centre with a psychiatrist, because they tell me it is due to an emotional shock"). In (B)(6) 2016, the patient experienced the first episode of pain in extremity (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability) and spinal pain (seriousness criterion disability). The patient was treated with surgery (laparoscopy for resection of polyp) and surgery (tooth had to be extracted requiring scraping of bone). At the time of the report, the rash pruritic, uterine polyp, tooth fracture, menorrhagia, endometriosis, tooth disorder, toothache, tendonitis, second episode of pain in extremity, breast cyst, visual acuity reduced, headache, sinusitis and emotional disorder outcome was unknown and the first episode of pain in extremity, musculoskeletal pain and spinal pain had not resolved. The reporter provided no causality assessment for rash pruritic, the first episode of pain in extremity, musculoskeletal pain, spinal pain, uterine polyp, tooth fracture, menorrhagia, endometriosis, tooth disorder, toothache, tendonitis, the second episode of pain in extremity, breast cyst, visual acuity reduced, headache, sinusitis and emotional disorder with essure. The reporter commented: seen by rheumatologist with infiltration that was not effective. Diagnostic results: MRI of shoulder and cervical spine: no cause of pain identified. Aspiration biopsy of breast cyst nos. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced itching with plaque on the back. Currently still on disability leave since (B)(6) 2016 due to pain in arm, shoulder, nocturnal pain between shoulder blades, cervical spine, MRI, no cause identified. Resection of polyp, uterine reconstruction mesh. A tooth that cracked at the root and had to be extracted, with intervention on a devitalised tooth with crown because of infection of sinuses. Only the event itching with plaque on the back is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the nature of itching with plaque on the back and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced itching with plaque on the back. Currently still on disability leave since (B)(6) 2016 due to pain in arm, shoulder, nocturnal pain between shoulder blades, cervical spine, MRI, no cause identified. Resection of polyp, uterine reconstruction mesh. A tooth that cracked at the root and had to be extracted, with intervention on a devitalised tooth with crown because of infection of sinuses. Only the event itching with plaque on the back is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the nature of itching with plaque on the back and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.